Manufacturer narrative:
One pneupac parapac ventilator was returned for analysis in damaged condition. The faceplate was noted to be bent, knobs were missing, and the manometer was observed to be out of specification. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface.

Event description:
Information was received that a smiths medical pneupac parapac ventilator had "damaged knobs" and "knobs missing". It was also reported that the "case is smashed". There were no adverse patient effects.